Event description:
Complainant alleged that while attempting to cardiovert a patient, the device would restart during an attempt to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.